Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion, opening on the posterior side. A leak test and microscopic analysis were performed which identified: sharp crease opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.